Event description:
Customer reported that he had low blood glucose of 87 mg/dl because his insulin pump delivered 15 units of insulin that he did not programmed. Customer stated that he checked his bolus history and the 15 units were recorded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.